Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01257. It was reported that the patient experienced discomfort (described as pain) at the lead tunneling site. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were repositioned. The issue was resolved.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01257.